Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts. Contamination was observed under the contacts of all buttons. Unrelated to the initial complaint, the text on the display screen was observed to be dim,faded, discolored and difficult to read. The faded display was removed and replaced with a test display and found to be fully functional and fully illuminated with no visible signs of fading or discoloration of text. The battery compartment was observed to be cracked below the finger pad extending down to the primary seal. There was no evidence of moisture damage in battery compartment. The bolus button was observed to be intermittently unresponsive to button presses and a hole was visible on the cover. The button cover was removed and the internal plug contact was observed to be misaligned with contamination present.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device had become intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.